Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three weeks ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7050842 UDI: (B)(4).

Event description:
It was reported that patient had a suspected infection around the implantable pulse generator (ipg) site which had caused pain and redness. The patient was placed on antibiotics and was doing well post operatively. The patient underwent a spinal cord stimulator (scs) explant procedure wherein all devices were removed.